Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The suction cylinder was scraped by the cleaning brush. The angulation was insufficient due to the stretch of the angle wire. There was play in the up/down and right/left angulation control knobs due to the stretch of the angle wire. Due to the damage to the control section, there was rattling when turning the knob of the control section. The adhesive of the bending section rubber was worn. There was an abnormality in the shape of the bending section rubber. The insertion section, endoscope connector, remote switch, boot, and control section were damaged. There were white spots on the endoscopic image due to the lack of pixels in the ccd. The distal end cap was scratched. The metal contacts of the endoscope connector were corroded. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that there was a gap in the adhesive at the distal end, and dirt entered the inside of the objective lens through the gap, and the inside of the objective lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report and provide additional information. According to the information provided by olympus medical systems (B)(4) , the inside of the light guide lens, not the objective lens, was dirty and discolored. This failure mode is a MDR reportable malfunction. In addition, the device was evaluated at olympus medical systems (B)(4). As a result of the evaluation, the following was confirmed. -the protector of the universal cord on the endoscope connector side was damaged. -the endoscope connector was corroded and deformed. -due to the deterioration of the ccd unit at the distal end, white spots appeared on the endoscopic image. -the instrument channel port and suction cylinder of the control unit were scraped. -an abnormal noise was generated due to the deformation of the up/down angulation control knob. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on device evaluation results and past similar cases, the reported phenomenon may have been caused by the following mechanism: -physical stress was applied to the distal end of the device. -the applied physical stress created a gap in the adhesive of the light guide lens. -foreign material and moisture entered the inside of the light guide lens through the gap in the adhesive. Moisture corroded the internal parts of the light guide lens and the product was detected as dirt. It is also possible that moisture has entered the device through the broken rubber part of the remote switch. The reported event could be prevented because the instruction manual states a warning about external stress on the distal end of the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.